Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of 128-fb80 and fe80 (post delivery motor power supply fault) alarms. The returned battery cap was able to properly secure to the pump to maintain an electrical connection for testing. The coin slot of the returned battery cap was observed to be worn. During investigation, the battery compartment was found to be cracked in the thread area. There was no evidence of moisture contamination inside the battery compartment. The pump¿s electrical draws were tested and  found to be within required specifications. During investigation, a hard 128 fe80 alarm was produced during the rewind step, which inhibited further testing. The pump cover was removed and there was no evidence of moisture or damage to the internal components. Software analysis revealed that the 128 fe80 alarm was caused by an unidentifiable condition to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery cap was damaged. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.